Manufacturer narrative:
Device investigation was re-opened and revealed the following results: the difficulty aspirating and eventual crack in the canister was confirmed. After a complete investigation by the manufacturer (allied medical) of the issue involving pump canisters that crack, penumbra has concluded that these pump canister cracks are intermittent failures based on an issue discovered with a cavity used during manufacture of the canister. The manufacturer of the canister has improved their process and penumbra now completes a sampling inspection of incoming canisters to ensure they do not crack after 3 hours of vacuum at -25 in hg. This inspection began for all incoming lots of canisters in (B)(4) 2012. All canisters in house at the time were tested and those that failed the test were removed and returned to the manufacturer. Please note there have been no other complaints of canister crack failures since this inspection began. This canister lot was manufactured prior to this identified issue and has been determined to be an intermittent failure likely based on the same canister cavity issue identified by the manufacturer. This canister lot had (B)(4) released devices, with no other reported complaints of this nature.

Event description:
Patient was having retroduodenal artery aneurysm embolized with penumbra ruby coils. Physician attempted to place a 3mm x 12cm ruby standard coil through a progreat .027 ID into aneurysm, and when positioning the coil detached. The physician felt that this was the results of a spasm of the retroduodenal artery. A 2mm amplatz gooseneck snare was deployed in an attempt to retrieve the coil. During the attempted removal of the coil, the coil prolapsed into the proper hepatic artery. As a result of the snaring attempt and the coil being lodged in the rda, the gooseneck snare detached and broke, leaving a portion of the snare in the hepatic artery. The physician was unable to remove the broken gooseneck snare. The snare was left in the patient as it was not occluding the vessel and the patient's vitals appeared normal.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device implanted in patient.